Event description:
My continuous glucose monitor sensors for medtronic minimed 780g insulin pumps sensors are failing in as little as 24 hours. This is a closed loop insulin delivery system. The sensors are supposed to last for 7 days. They have been lasting for 3 days or less. After attachment the update and give a false reading of up to 100 points low. Then when I try to recalibrate to correct serum glucose by use of my glucose meter, it shows a difference of up to 100 pts. The pump then requires use of a new sensor. The pump requires 45 minutes to recharge the cgm transmitter and once charged it is attached to the new sensor that then requires two hours to 'warm up' before providing input to the pump. This can occur at any time. My life depends on this system. I am not the only person having this problem and medtronic is eventually going to replace the cgm with a dexcom system. This needs to be expedited with no firm timeliness. My last 12 sensors have failed to reach 7 day design limit. Failure has occurred in the middle of the night or when traveling. Patient codes: 1905. Device codes: 1480, 2460, 1506, 2588. Reference reports: mw5175163, mw5175164, mw5175165, mw5175166, mw5175167, mw5175169, mw5175170, mw5175171, mw5175172, mw5175173, mw5175174.